Event description:
Reportedly, during an implantation procedure, the vegam58 lead was intended to be implanted in the right ventricle for conventional pacing. During the implantation, the physician told me that in the first measurement they took with the lead already at the apex and before extending the helix, the impedance values were very high (over 3000 ohms). He tried to extend the helix to see if it was a one-off issue, but the impedance remained very high (approximately 2000¿2500 ohms). He also tried repositioning the lead in various different positions, such as the septum, and also tried measuring with other psa clamps in case there might be a fault with these, but the impedance values remained abnormally high (over 2000¿3000 ohms). As it was implanted at the apex for conventional stimulation, the helix was not blocked nor did it undergo any stress prior to the measurement. Dr (B)(6) then tried a new vegam58 lead, which was implanted in the apex without any issues, with normal impedance values (final measurement of approximately 700 ohms).

Manufacturer narrative:
The vega m58 is a similar product of the vega r model.